Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Mlurc: user's test strip had poor storage according with the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 72 to 80 mg/dl. The customer reported any symptoms of headache. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Blood test performed on (B)(6) 2015 07:00am produced result of 197 mg/dl. The product is not stored by customer according to specification since retained in the bathroom. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot#ps2330: (B)(6). Adverse event not reported.